Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The device received an external/internal visual inspection, rite (returned instrument test evaluation) electrical testing and rite volumetric accuracy testing. The device failed volumetric accuracy testing. The original piston foam was removed and inspection found that the piston foam was deteriorated and the door piston was cracked. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the reported issue was due to the deteriorated piston foam and the cracked door piston. The device was sent for servicing. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.